Manufacturer narrative:
As reported, patient had foreign body response with "encapsulated" arista ah material following breast surgery. Based on the information provided, the root cause for the reported event is confirmed to be a use issue. The surgeon confirmed the residual arista ah material had not been removed from the surgical site as recommended in the IFU. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The warning section of the IFU states, "once hemostasis is achieved, excess arista ah should be removed from the site of application by irrigation and aspiration." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : used on patient.

Event description:
As reported, the patient underwent a breast surgery in (B)(6) 2023 during which 2- 3ml of arista ah had been used. The surgeon, on (B)(6) 2023, had to do a re-excision. It was reported the patient had foreign body response with "encapsulated" arista ah material. The surgeon¿s query was to ascertain if users had ever encountered such a ¿response¿ with use of arista. Pathology from the surgery was only specific to ¿non-malignant tissue.¿ the surgeon confirmed the residual arista ah material had not been removed from the surgical site as recommended in the IFU. It was reported that the patient is now doing well with no apparent adverse response.